Manufacturer narrative:
A ge service rep performed an onsite investigation. The fluoro functions board was reconfigured. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a system error message on start up and that no x-ray was possible. There is no report of pt injury associated with this event.